Event description:
Upon closing of surgical site, small dark gray piece of material noted inside body, surgeon explored body cavity, found and retrieved small piece of robotic cannula seal that had broken off. Cannula seal and broken piece obtained and given to robotic clinician. Md, and charge nurse aware.